Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01097 & 01098).

Event description:
It was reported that patient enrolled in a clinical study and underwent a left partial knee arthroplasty on (B)(6) 2007. Subsequently, an aspiration procedure was performed on the left knee on (B)(6) 2009 due to hemarthrosis and again on (B)(6) 2009 due to effusion. During the second aspiration, amber fluid was extracted from the joint. Patient reported hemarthrosis again on (B)(6) 2009. It was further reported that a left knee revision procedure was performed on (B)(6) 2016 due to mechanical failure of the tibial component and progressive arthritis of the lateral compartment and patellofemoral joint. The patient reported undergoing a right partial knee arthroplasty on (B)(6) 2005 that was not part of the clinical study. Patient alleges unspecified complications with right knee; however, no revision procedure has been reported to date.